Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis. Reportedly the customer experienced multiple occlusion alarms caused by an infusion set cannula being kinked. Type of infusion set in use was not provided. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2018 with the issue resolved and no permanent damage.